Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat, brown particles and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified crease smooth opening on posterior with a striated opening in the anterior. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is a crease smooth opening on posterior due to a fold flaw opening, and a striated edge opening on anterior due to surgical damage.

Event description:
Device was explanted.

Event description:
Healthcare professional reported a left side implant is "slowly leaking". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side implant is "slowly leaking". Device remains implanted.